Manufacturer narrative:
Details of complaint: on 9/18/2019 customer submitted the log entry from the facility stating that "comm loss 03:43 briefly comm loss 06:57 briefly". The original ticket was created to document the hospital department logs and the hospital will not be providing any additional information. Investigation summary: customer stated they could not provide any information regarding the entry note. Due to the lack of information available an investigation into the reported issue is not possible at this time. No risk assessment could be performed. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.

Event description:
The customer reported that their central nurse's station (cns) went into a brief communication loss two times.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) went into a brief communication loss two times. No patient harm or injury was reported. This complaint was created to document the hospital department logs. The hospital will not be providing any additional information. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as the hospital will not be providing any additional information: serial number, concomitant medical products, approximate age of the device. No serial number was provided, so the age of the device is unknown, device manufacturer date.

Event description:
The customer reported that their central nurse's station (cns) went into a brief communication loss two times.